Manufacturer narrative:
Product ID 8709 lot# l65389 serial# implanted: 2000-(B)(6) explanted: product type catheter; product ID 8709 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an erection that lasted for hours, spasms on his left side, and itching on the legs and chest. It was noted that "nothing was visibly wrong", the patient did not have a fever, and the blood pressure was normal. The patient's next refill was due in (B)(6) 2012. It was later reported that the patient had sweating, itching and "all kinds of symptoms." It was reported that a physician tested the pump for two hours, and determined it had stopped working and was not giving the patient any baclofen, even though the pump could be interrogated with the programmer. It was reported that there were no alarms. It was noted that it was determined that it was the pump that had malfunctioned and not the catheter. The catheter was tested, and it was noted that it was not the catheter, or "otherwise they would have revised it." The patient had been admitted two times, but was admitted on (B)(6) 2012 to the hospital, and was having his pump replaced on (B)(6) 2012 because it "died/failed with no warning or alarm." The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.